Event description:
It was reported that rising ventricular lead impedance has been observed since the implantable cardioverter defibrillator change out in (B)(6) 2010. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.